Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given antibiotics over the course of several days to address the infection. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.